Manufacturer narrative:
(B)(4). Eval, results: (arterial trauma/dissection/perforation), (calcified iliac arteries). Conclusions: (calcified iliac arteries).

Event description:
A talent abdominal stent graft system was attempted in a pt for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm approx one month ago. The aortic neck was 31 mm in diameter at the level of the renal arteries and it was 27-28 mm in diameter 4 cm below that. The external iliac arteries were 8 mm in diameter and had some calcification; the common iliac arteries were 11 mm in diameter and had moderate calcification, which was more than in the external iliac arteries. It was reported that the talent bifurcated stent graft delivery system was attempted to be advanced up the left side but it would not advance due to the vessel calcification. The vessel was dilated with an 8 mm balloon but advancement was still difficult. A 16 fr sheath was attempted, but the device still could not advance. The device was removed with no kinks evident. An image was taken and a dissection of the left iliac artery at the location of the left hypogastric artery was noted. The decision was made to abort the endovascular procedure at this point, and then it was also noted that the iliac artery had torn. The pt was stable and was taken to the operating room for an open conversion and repair of the iliac artery. No add'l clinical sequelae were reported, and the pt is stable.